Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received a compromised forced sensor alarm during priming. During troubleshooting, the customer states that insulin pump was not dropped or bumped. They were advised to remain disconnected from the pump. The customer states drive support cap was sticking out. Customer's blood glucose was 269 mg/dl. Advise the customer to discontinue use of the pump. Also, advised the customer that the possible cause of the compromised forced sensor alarm occurred during seating the force sensor which did not detect the reservoir. After troubleshooting, customer was advised that insulin pump would need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.